Manufacturer narrative:
Further information was requested but not received.

Event description:
During a routine device exchange procedure, a foreign object was noted in the atrial port of the device once the device was explanted. A replacement device was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of foreign material found on right atrial (ra) connector was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Visual inspection noted small amount of blood on right atrial connector block, this is consistent with the foreign material noted in the field. Further analysis performed showed normal device characteristics with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and device was within normal range of operation with appropriate remaining longevity.